Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an accutrac laser fiber was used during a flexible ureteroscopy procedure. According to the complainant, during the procedure, the laser fiber broke in half outside the patient. There were no patient complications reported as a result of this event.